Event description:
It was reported that the procedure was to treat a distal superficial and popliteal artery. During removal (no resistance noted) of the barewire it was noted under fluoroscopy that the distal tip of the bare wire had separated and remained in the distal popliteal artery. A 6f thrombectomy catheter was used to retrieve the distal tip. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported tip separation. It may be possible that the tip of the barewire became lodged/stuck within popliteal artery resulting in separation during removal; however, this could not be confirmed. The reported unexpected medical intervention to remove the separated tip were related to circumstances procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.